Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a fusion surgery on the lumbar region of his spine from l4 to s1 spinal fusion surgery on (B)(6) 2010 using rhbmp-2/acs. The patient reportedly experienced two months of initial relief, followed by sciatic pain, left sided radicular symptoms, and lower back numbness. On (B)(6) 2013, the patient underwent a revision surgery to remove overgrown bone from the implant site.